Event description:
The customer reported "fault on the connector that goes into the monitor". The fse clarified the system would lose the live image during fluoroscopy when the customer "moved the cable". There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was replaced during the service call. The system was found to be working as intended and put back into service.